Event description:
The reporter indicated the surgeon inserted a 13.7mm vicmo13.7 implantable collamer lens in the patient's left eye (os) but the lens tore/broke. The lens was removed with no reported injury and was exchanged for another same size lens, which resolved the problem.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4).